Manufacturer narrative:
The autopulse platform s/n (B)(4) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damage observed to the platform. A review of the platform archive was performed and user advisory (ua) 139 (unable to hold compression position) message was observed on the data log. Functional testing could not be performed because ua 139 was displayed upon-power up. Further testing showed that the drive train motor brake gap was out of the specification. The brake gap was adjusted to remedy the ua 139. In conclusion, the customer's reported complaint of autopulse displaying a system error message was confirmed during archive review and functional testing. The root cause was attributed to the drive train motor brake gap being out of tolerance and thus, causing the brake to disengage. The brake gap was readjusted to remedy the reported complaint. The autopulse platform is a reusable device and was manufactured on 02/07/2006. Therefore, this type of failure mode is characteristic of normal wear and tear for the life of the device.

Event description:
The customer reported that the autopulse platform was "blocked". There was no other information provided. No adverse consequences were reported. During service of the platform, user advisory (ua) 139 (unable to hold compression position) message was observed. Ua 139 is a reportable malfunction.